Event description:
It was reported by the customer "a hole was discovered in the PICC line when the clinician attempted to flush the catheter". Additional information 10/17/2022. Event information: date of occurrence: (B)(6), 2022.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1017 showed no other similar product complaint(s) from this lot number.